Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative regarding a patient receiving fentanyl (750mcg/ml at 95mcg/day) via an implantable pump. The indications for use were unknown. It was reported that during the patient's catheter revision, a new catheter was placed at t9, with some difficulty due to the patient's poor bone density and previous l2-l5 spinal fusion. The catheter was then anchored and tunneled to the existing pump. The physician anchored the catheter in a horizontal position rather than vertical, which the rep advised may result in repeated catheter obstruction because of the angle the catheter was in when tunneled over to the pocket. Placing a suture around the catheter was discussed to prevent this, but was opted against as the suture could result in obstruction or splicing of the catheter. The tunneled segment of catheter was connected to the proximal segment and then to the existing pump. A catheter aspiration was performed with return of csf before and after placing the pump in the pocket. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight was asked but unknown. The patient's medical history included lumbar failed back surgery and chronic back pain. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.